Manufacturer narrative:
The investigation determined that a lower than expected vitros k+ result was attained from a non-vitros quality control (qc) fluid processed using vitros chemistry products k+ slides in combination with a vitros 4600 chemistry system. The likely cause of the lower than expected vitros k+ result is a pre-analytical fluid handing issue. Vitros na and cl results both exhibited the same shift low when processing the control fluid from the same sample cup. Repeat testing obtained acceptable results for vitros k+, na+ and cl-. There is no evidence to suggest that either an analyzer related issue or a vitros k+ slide lot 4102-1001-3895 issue caused the lower than expected vitros k+ result. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros k+ reagent lot 4102-1001-3895.

Event description:
A customer obtained a lower than expected vitros k+ result from a non-vitros quality control (qc) fluid processed using vitros chemistry products k+ slides in combination with a vitros 4600 chemistry system. Biorad level 3 lot 47933 vitros k+ result of 4.02 mmol/l versus the expected vitros k+ result of 7.84 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros k+ result was obtained when processing a quality control fluid. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. (B)(4).